Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 17feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device¿s display is dim. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer to replace the user interface assembly.

Manufacturer narrative:
G4:18apr2021. B4:20apr2021. The customer ordered the user interface assembly to resolve. After multiple good faith efforts were made to obtain further information regarding device repair, and operational status with no response from the customer and therefore cannot be determined and the case was closed. If the decision is made to have the device further evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.